Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was unable to download to care link due to multiple alarms in the alarm history screen. The alarms were due to a corrupt history file. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the alarm was unable to be cleared. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.